Manufacturer narrative:
Exact date unknown, event occurred a year and a half ago from the date the manufacturer became aware of the event. Explant date: a year and a half ago. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(4). Batch: 5024573/5024979.

Event description:
It was reported that the patient was experiencing inadequate stimulation despite multiple reprogramming. The patient underwent an explant procedure and was doing well postoperatively. The explanted device components were discarded.